Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter memory of 254 mg/dl. Customer also had control test results out of range. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/19/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 254mg/dl.